Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced issues connecting a dexcom g7 sensor to the ilet, where pairing displayed as complete but the system did not enter sensor warm-up and subsequently issued a sensor failure alert followed by a replace sensor alert; the user¿s blood glucose was not affected, and they were advised to replace the sensor and contact dexcom for a replacement. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included review of device alerts and event history. Investigation of this case revealed a failed sensor connection to the ilet consistent with sensor communication or sensor performance failure leading to an unsuccessful start of warm-up. It was concluded, based on previously established findings for similar reports, that the cause was a sensor-related malfunction external to the ilet.